Event description:
It was reported that cgm repeatedly displayed error messages, including cgm error 42, which had occurred multiple times on the same pump and in the past without being reported every time. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a warranty replacement pump, confirmed shipping details, instructed customer to place malfunctioning pump into storage mode and return it using prepaid label, and advised customer to reenter pump settings and reconnect cgm on replacement device.